Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip did not able to deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device with its arms opened and unable to close. Microscope examination was performed, and it was noted under high magnification that the yoke was detached from the control wire. A dimensional examination was performed to further analyze the deployment issue, and the length from the most distal point of the ground coil to the proximal edge of the ferrule was within specification. A dimensional analysis was performed on the length of the control wire, and it was confirmed to be within specification. A dimensional analysis was also performed on the bushing, and both the internal and external yoke diameters were confirmed to be within specification. Additionally, x-ray analysis was performed, and it was possible to observe that the yoke was detached from the control wire. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the common bile duct during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was not able to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the common bile duct during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was not able to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.